Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was unknown mg/dl. The customer stated a temp basal was not programmed before the alarm occurred. Customer stated the device was not stored or not in use for an extended period of time. The customer stated the alarm occurred shortly after inserting a new battery. The customer was advised that the device experienced an unexpected restart. The customer was advised to monitor the insulin pump and call if issues recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.